Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported foreign matter stuck to the stylet after insertion. No harm was caused. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of delamination of the stylet coating is confirmed, but the root cause could not be determined. One stylet was returned for evaluation. An initial visual observation of the returned stylet revealed use residues throughout the device. Small white, bunched sections of material were observed along the length of the stylet. No sharp bends or kinks were observed along the returned stylet. A microscopic observation of the returned stylet showed white, bunched material along the stylet. The root cause of this failure could not be determined; however, possible causes of failure include pulling the stylet across the edge of the t-lock septum at an angle, retracting a dry stylet prior to flushing the system, or other unknown clinical usage or storage conditions. This complaint will be recorded for future trending and monitoring purposes.